Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent migration, endoleak, ruptured aneurysm), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that a recent CT demonstrated that the stent graft has migrated distally 4 cm with a type I endoleak present and a contained ruptured aneurysm. The stent graft migration was attributed to disease progression with aortic neck dilatation. A 32x32x70 endurant cuff was implanted and successfully resolved the type I endoleak. Both stent graft limbs were extended into down to the internal iliac arteries. No additional clinical sequelae were reported.